Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. In addition incomplete insertion of the active electrode at the time of implantation is reported. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
Hearing performance with the device is affected. The user has been re-implanted twice. The user was re-implanted.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as it might be caused by an external mechanical impact appears likely. However to confirm an exact root cause of failure a device investigation of the explanted device is necessary. In addition incomplete insertion of the active electrode at the time of implantation is reported. The device was explanted but has not been received for investigation yet.

Event description:
Hearing performance with the device is affected. The family reported that the child stopped hearing with the device on (B)(6) 2021. The user has been re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Hearing performance with the device is affected. The family reported that the child stopped hearing with the device on (B)(6) 2021.